Event description:
It was reported that during a full supply change for the insulin pump, the ilet user inadvertently removed the infusion set from the applicator while peeling the backing, and the infusion set connector was not attached correctly; the user was using a teflon inset with 23-inch, 6 mm cannula and was guided to replace the site and tubing, perform fill tubing and fill cannula, reattach, and resume insulin delivery, which constitutes a use-of-device problem with an unspecified component. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and that the event involved user handling, with the reported issue categorized as a use-of-device problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.